Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is beeping and alerting for meter read, but the alert does not go away and the readings never show up. The customer states they woke up with a blood glucose level of 34mg/dl, and the device never suspended. The customer's blood glucose level at the time of incident was 74mg/dl. The customer was informed and educated on pump usage.